Manufacturer narrative:
(B)(4). G2: foreign: poland. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to implant the anchor into the patient's meniscus, the device was unable to deploy the anchors. Attempt has been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9, d10. D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 67003506. Visual examination of the returned products identified the devices have been cycled one time and both anchors and the sutures remain in the tip of the needle. There are no signs of flashing, and the black push button is visually conforming to the print. One product returned in a carton with no other packaging materials, and one product returned with no packaging materials. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.